Manufacturer narrative:
Reporting institution phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the monitor showed a saturation of 45% without triggering the alarm. The bedside monitor was noted to be functioning as expected. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
It was reported by the customer that both central monitors on ward 3 suddenly could not be seen anymore, as both went black, and the electrocardiogram (ECG) tones and alarms could still be heard. Both monitors then both shut down one after another but went active quickly again with red writing and an update. As the monitor went black again with sounds being audible, patient data started to come one after another. The monitor then showed a saturation of 79% and 45% with h. Xxxxxxxxxxxxx without triggering the alarm. The device was in clinical use but no patient or user was harmed at the time the issue was discovered.

Manufacturer narrative:
The philips remote service engineer (rse) confirmed the issue over remote assistance. The control center booted up again after a restart and the spo2 values were below the alarm limit but the control center did not alarm this. The customer ran through system setup with one error then restarted the computer. After this was complete, the patient information center ix (pic ix) was confirmed to be functioning as expected. The customer requested that the rse check the logs and provide feedback. The rse checked the logs and discovered that watchdog had restarted the control center and some services were not reachable. The rse was not provided the bed labels during the initial investigation and the customer did not recall the labels upon follow-up request. The clinical audit logs were forwarded to a philips clinical specialist for review. The logs showed that the pic ix rebooted at 12:04 and 12:27 pm on march 9, 2022. The cs noted red desaturation alarms for one of the beds after both reboots. This will be considered a product malfunction; the cause was not determined. The control center software was proactively upgraded. The device remains onsite and in use.